Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in two pieces. Visual inspection of the lead found the s-curve hump height to be within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was conducted which confirmed lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.